Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, smoke evacuation pencil covered tip separated, so the covered tip became loose on the metal blade and a potential retained object. All piece or part that fell into patient's cavity was fully retrieved. There was no patient injury.